Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Initially, the customer reported a blood glucose (bg) level of 250 mg/dl. However, during a follow up call, the customer indicated an elevated bg level of 300 mg/dl, which was addressed with multiple injections. It was confirmed that the customer had a backup method of insulin delivery available.